Event description:
Stenosis of prosthetic aortic valve developed within 3 months after implantation & transesophageal echo demonstrated decreased mobility of one of the valve cusps. The lvot/ao velocity ratio has decreased from 0.42 post of to 0.28. Pt has had chf symptoms.